Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to the device detecting atrial fibrillation (af) with rapid ventricular response (rvr). The device was reprogrammed with new wavelet templates and remains in use. No further patient complications have been reported as a result of this event.